Event description:
The patient contacted animas on (B)(6) 2012, stating, the keypad buttons have had a delayed response for three to four months. The patient claimed the rubber keypad was torn, but the button issue occurred first. The patient stated the pump was not exposed to water. The patient reportedly wore the pump in a pocket and cleaned it with a wet paper towel. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas, but evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was torn across the arrow buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the ok, up and down buttons were intermittently unresponsive and the other buttons responded appropriately. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. There was evidence of keypad contamination found under the key contacts.